Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, the pt could not feel a stimulation sensation when stimulation was turned on. The pt had tried all four programs and turned stimulation up to 5.0 v with no success. There was no known accident or incident related to this event. The pt also experienced a loss of therapeutic effect, and noted that over the past two weeks, she had to catheterize more often. The pt had an appointment scheduled for (B)(6)2011. Additional info received reported that all leads showed impedance measurements >4000 ohms. On (B)(6) 2011, imaging showed the lead was in position and there were no obvious breaks. A lead replacement was scheduled for (B)(6) 2011. There was "no sensation of device" except at superficial sacrum. The device suddenly "just stopped working." It was also noted that "around the same time" the pt had undergone a trial for spinal cord stimulation as well; however, the trial system was removed and the issues with this device continued. The pt incurred no injury.